Manufacturer narrative:
(B)(4). Date sent: 5/31/2016. Batch # = n90c71. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected the remaining 3 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken, leading to the experienced feeding issue. However, no scissored clips were formed during analysis. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a digestive surgery procedure, the clip cross without hindrance to its formation, thus hemostasis or "bilistase" is ineffective. Another like device was used to complete the procedure. There were no adverse consequences for the patient.